Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic inguinal hernia repair, during insufflation, the balloon popped. A second balloon was opened but also popped. Another device was used to complete the case. There was no patient injury.